Manufacturer narrative:
Product analysis the wire was deformed, wavy or bent and exhibited kinks along the length of the wire. The distal tip of the wire exhibited severe damage to the coils, the coils were noted to be separated. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility has had multiple issues with the wires kinking. They decided to switch to another provider and those worked better. When those went on back order, they gave the medtronic devices another try and still found the same issues.

Manufacturer narrative:
Additional product analysis: no hoop, luer or j-straightener were returned. The "j" was visibly deformed. Safety wire is broken. No other kinks were noted the entire length of the guide wire. Due to the condition of the returned sample, measurements were unable to be performed. If information is provided in the future, a supplemental report will be issued.